Manufacturer narrative:
Operator maintenance has been performed regularly. Preventive maintenance was last performed on 27-dec-2021. The field service engineer (fse) visited the customer site following this event and performed preventive maintenance. Instrument checks were within specification. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant hba1c gen. 3 (a1c-3) on a cobas integra 400 plus. The initial result was 7.67% with a data flag. This result was reported outside of the laboratory where the patient complained. On (B)(6) 2022 the sample was repeated with a result of 5.22%. This result was believed to be correct. The a1c-3 reagent lot number was 56865201 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The suspect medical device was updated with updates to medwatch fields d1, d4 catalog no, and d4 unique identifier (UDI)#. As preventive maintenance was last performed on (B)(6)-2021, the investigation determined the event was consistent with insufficient maintenance. The investigation did not identify a product problem.